Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the battery cap has been returned and evaluated by product analysis on 03/28/2014 with the following findings: during the investigation, a review of the pump¿s black box showed a call service warning on 12/21/2013. During testing, the pump alarmed with a call service alarm that would not clear. When the pump was powered on, the display, audible and vibration features functioned normally. Evaluation revealed that an internal component on the printed circuit board had failed. When the component was replaced and reprogrammed, the pump was able to power on to the verify screen normally. The pump was primed and exercised with no further alarms occurring. Unrelated to the complaint, the returned battery cap was found to be missing the hub and was unable to maintain an electrical connection. A test battery cap was used for testing and was able to fit securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the pump had emitted a call service alarm that was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.